Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Cts provided complete pump reset information, and the caller planned to reset the pump when ready and would follow up if the issue persisted.